Manufacturer narrative:
Complaint conclusion: as reported, the sheath at the tip of a 5f mynx control vascular closure device (vcd) was not all the way down and the collagen plug was exposed. The issue was noted as the mynx was being inserted into the 5f non-cordis sheath. Hemostasis was achieved by opening and using a new unknown mynx. There was no reported patient injury. There was no damage to the packaging. There was no difficulty removing the device from the package. The user was trained to the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath was flushed prior to vcd insertion. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves and exposed to blood. Kinked/bent conditions were observed to the sealant sleeves. A dimensional test was not performed on the returned device due to the kinked/bent conditions observed to the sealant outer sleeve assembly. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed kinked/bent. The reported event of ¿mynx control system-deployment difficulty-pre-mature¿ was confirmed through analysis of the returned device due to the exposed sealant observed from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent pre-mature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing pre-maturely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen pre-maturely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sheath at the tip of a 5f mynx control vascular closure device (vcd) was not all the way down and the collagen plug was exposed. The issue was noted as the mynx was being inserted into the 5f non cordis sheath. Hemostasis was achieved by opening and using a new unknown mynx. There was no reported patient injury. There was no damage to the packaging. There was no difficulty removing the device from the package. The user is trained to the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The sheath was flushed prior to vcd insertion. The device will be returned for evaluation. .